Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and inserted via a sheath into the pt's right femoral artery. At 16:06, post pci (percutaneous coronary intervention), the pressure waveform kept disappearing. As a result, the transducer and cable were traded out, however, this did not resolve the problem. The md removed the iab and prepped and inserted a second iab into the same insertion site successfully. The pt was transferred to the intensive care unit. There was no reported pt death or injury. Medical/surgical intervention was not required. The intra-aortic balloon pump (iabp) therapy was delayed; however, it is unk if the delay/interruption caused harm to the pt. There were no reported pt complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.